Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the tip broke off a permanent cautery hook instrument. A fragment fell inside the patient but was retrieved during the same surgical procedure. The customer replaced the instrument and was continuing with the procedure. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and did not find any errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis evaluation.